Manufacturer narrative:
Additional information was received that the reason for explant procedure was due to patient was no longer using the device. The physician did not specify why. No further information could be obtained.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70, serial#: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was suspected loss of coverage. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.